Manufacturer narrative:
Weight updated.

Event description:
Additional information was received from a healthcare provider who reported that the stimulator was at end-of-service (eos). There were no allegations of premature depletion. No further complications are anticipated.

Manufacturer narrative:
Corrected the updated device codes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient was having a problem with their ins and they couldn't get anything out of it. The patient wanted someone to explain how it works. The patient stated that they didn't think the therapy was working at all. The patient was redirected to their healthcare provider. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device codes (B)(4) no longer apply.

Event description:
The healthcare provider later clarified that the previous non-rechargeable ins was the stimulator that had reached eos with no allegation against the battery's rate depletion. There was reportedly no problem with the patient's current rechargeable ins.